Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with multiple episodes of noise reversion due to intermittent ventricular oversensing. The device was reprogrammed and the patient would be monitored.